Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-03895. Related manufacturer reference number: 2017865-2020-03896. It was reported that the patient's system was explanted due to infection. The patient's condition was stable throughout the event.